Event description:
It is reported that there was a balloon issue resulting in difficulties with inflating the balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. Response received from originator via mail dated 08/04/2014 is stated as follows: "if I remember correctly, the central supply person called in with a hearsay complaint. The staff nurse was tried to reach numerous times for the details and she never called back." No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 08/05/2014. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.